Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not pace. Two additional external pulse generators were used and also would not pace. A dual chamber epg was then used successfully. The caller noted that the external pulse generators were tested by the user facility with no findings. Due to the length of service, the devices are no longer serviced by the manufacturer and are not expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the external pulse generator (epg) would not pace; the epg passed all incoming inspections and tests with no anomalies observed. The epg was scrapped, since it was a loaner device and no longer in use. If information is provided in the future, a supplemental report will be issued.